Event description:
The nurse observed blood in the pump and the pump was alarming. The situation was ignored by the ICU nurses. This resulted in damage to the pump. The pt experienced no complications. The iab had been in use for twenty hrs before the first pump alarm. It is suspected that the balloon leaked.